Event description:
Reporter noted screen was going dark; there was a plastic burning smell, and aspiration was poor. Follow-up: doctor noted while attempting to go to memory 3 there was no phaco power and switched to memory 1 to complete case. A posterior capsule tear occurred during phaco; anterior vitrectomy performed and iol implanted in sulcus. Pt reportedly recovering well.